Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 06/11/2019 to 09/21/2020 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device would not turn on / off. No patient involvement was noted.